Event description:
A customer observed a false negative hbsag result for a pt sample on the eci analyzer. No biased results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event showed that the sample tested positive by an alternate method, with positive confirmatory results. The negative result was repeatable on the eci analyzer. Datalogger analysis shows that the analyzer is operating as expected. Add'l testing of a subsequent pt sample is on-going at the time of this report. The root cause is unk.